Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was received at zoll medical corporation. The customer's report was not replicated or confirmed. The device was put through extensive testing including full functionality testing without duplicating the report. Internal inspection found the battery cable pinched and kinked, but no tears in the protective covering and no wire exposed. The battery cable was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.